Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and mesh and advantage were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent a surgeries on: (B)(6) 2009 ¿cystoscopy; due to grade 4 cystocele, urethral hypermobility, enterocele, rectocele, perineal separation, and rectal prolapse after multiple failed surgeries; (B)(6) 2010 ¿ open abdominal sacrocolpopexy and cystoscopy; due to recurrent cystocele with apical prolapse, and stress incontinence. It was reported that patient underwent transurethral implant of coaptite in (B)(6) 2009 and 8/06/2009 for urinary incontinence. It was reported that the patient underwent exploratory laparotomy and extensive lysis of adhesions for small bowel obstruction secondary to adhesions on 7/14/12. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and recurrence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.